Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation that occurred during initial drain was identified in the log of a returned homechoice device. The programmed fill volume was 2000 ml and drain volume was 7001 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device history record was reviewed and no issues were identified that may have contributed to the iipvs during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.